Manufacturer narrative:
Results: stroke.

Event description:
During index procedure two endeavor sprint rx drug-eluting stents were implanted. One stent (MFR report # 2953200-2009-00572) was implanted to the proximal lcx and one stent (MFR report # 2953200-2009-00573) was implanted to the 1st obtuse marginal. Pt was asymptomatic at 30 day f/u. Approximately 6 months post index procedure, pt was admitted to hosp with ischemic stroke. Diagnosis was confirmed by a neurologist. Two days post stroke, pt cardiac status was reported as asymptomatic. Investigator stated that event was not related to the study stent or study procedures.